Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.